Manufacturer narrative:
D2b.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3: device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery with multiple cartridges. Customer's blood glucose level was not impacted by the event. Reportedly, the customer reverted to manual insulin therapy.